Event description:
A total hip replacement, including margron dtc femoral components and another manufacturer's acetabular cup system was removed from a dialysis patient with renal failure. The thr was removed in order to clear an infection. The renal infection appears to be unrelated to any of the thr components. Good boney ingrowth was confirmed on the margron dtc femoral stem indicating good fixation.

Manufacturer narrative:
A total hip replacement, including margron dtc femoral components and another manufacturer's acetabular cup system was removed 10 months postoperatively from a dialysis patient with renal failure. The thr was removed in order to clear an infection. The renal infection appears to be unrelated to any of the thr components. The explanted device was examined by a MFR representative at the hospital where surgery was performed. Good boney ingrowth was confirmed on the margron dtc femoral system indicating good fixation. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the foreign orthopaedic association in its 2007 national joint registry report. This observed trend and initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, MFR has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant. Device evaluation report: the explanted margron dtc femoral stem was visually examined by portland orthopaedic's representative, in theatre (hospital) in 2007. The stem appeared to be in relatively good condition. Photographs were taken and sent via email, which confirmed bone in-growth (note grooves at the 3 3/4" mark is "full of bone" in image below), indicating the device was well fixed.